Event description:
It was reported that the patient was presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing (pptwos) on the patient's implantable cardioverter defibrillator (ICD). No intervention was performed, and the patient would continue to be monitored. The patient's condition remained stable.